Event description:
It was reported to boston scientific that during an hta procedure, the physician had a difficult time obtaining a cervical seal. He decided to continue, however he then aborted the procedure about half-way through. Upon removing the sheath, the physician noticed a very minor burn (first degree) on the patient's cervix. The patient was treated with silvadine cream and discharged.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.